Event description:
It was reported that the device was mishandled/dropped. Patient involvement is unknown. It was reported that the rapid infuser device was damaged by the operator.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause is user related damage the reported issue could not be confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, the manufacturer will reopen this complaint for further investigation.